Event description:
It was reported that the patient presented in the operating room for a device change out. The rv right ventricular lead exhibited an elevated capture thresholds. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.